Manufacturer narrative:
G4: 23sep2020. B4: 02oct2020. Information was received that when the issue occurred the unit was not on the patient, reportedly, the issue occurred when setting up for use in between patients. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06nov2020. B4: 11nov2020. The service engineer (se) inspected the device. The se found the blower was defective. The se replaced the blower and power management board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10sep2020.

Event description:
It was reported that while in use on a patient, the ventilator's display went black and could not be recovered. The ventilator was being used on a patient at the time of the reported event. At this time it is unknown if there was any patient harm due to the event. Patient outcome information has been requested.